Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by sudden abdominal pain and turbid (cloudy) pd effluent. The cause of peritonitis was not reported. On the date of onset, the patient visited the emergency room that night due to sudden abdominal pain and turbid pd effluent and at that time, the patient was diagnosed with peritonitis. On the following day, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). At the time of this report, the peritonitis was resolving, the patient was gradually recovering from the event, and physioneal/nutrineal therapies were ongoing. No additional information is available.